Manufacturer narrative:
No samples or photos were received for analysis. A batch review was performed with the batch information provide and this was the first reported incident reported. As a result, a root cause cannot be defined and no corrective actions are required at this time. This failure mode will continue to be tracked and trended.

Event description:
It was reported that the item was received empty.

Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that the item was received empty.